Event description:
Plaintiff reports initial bilateral implantation 5/29/83 with explant 1/6/89. Plaintiff alleges various illnesses including, but not limited to, hardening of the breasts and chest pains.